Event description:
The new isolation gowns have holes in sleeve where it attaches to shoulder and have no elastic at the cuff. We had switched to this particular gown and had problems at that time. No gowns were given to this reporter and no lot numbers were provided but the manufacturer field representative was aware. Problem seemed to resolve until early this year when infection control collected about 30 of the brand new gowns with this problem. Staff would open the new package, take out the disposable gown, try to put it on and discover the hole or the missing elastic. All had same lot numbers. Staff did not use the defective gown when entering the isolation room, so no exposures occurred because of this.======================manufacturer response for isolation gowns, kc200 isolation gown (per site reporter)======================the field representative picked up several of the affected gowns and suggested we use a different gown that we have on stock. However, that gown does not work for everyone as it is way too big. This gown (the yellow one) is used by the majority of our staff. The field representative had mentioned that another hospital was also having this problem. A letter was received from global post market surveillance thanking us for our feedback and apologizing for our inconvenience. Nothing was said about a solution or resolution to the problem.